Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# 0213917307 implanted: (B)(6) 2017 product type lead product ID 3708660 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the cause of the issue was not determined. Device information was provided.

Event description:
It was reported that during the attempt to separate the booth cap that isolates the connection between extension and lead, the cap did not slide towards the lead as expected. According to the physician, the booth cap appeared to be adhered or ¿stuck" to the lead. No environmental/external/patient factors that may have led or contributed to the issue were identified. Because the cap could not be advanced or removed by normal manipulation, the physician proceeded to carefully cut the plastic of the booth cap using a scalpel in order to release it. Upon opening the cap, it was observed that part of the plastic insulation covering the lead head remained adhered to the inner surface of the cap. As a consequence, a portion of the lead became exposed due to detachment of this insulating material. The booth cap was subsequently rinsed. During this process, fragments of plastic insulation detached and 3 separate pieces of plastic were observed floating in the liquid (see attached photograph). These fragments appear to correspond to portions of the insulating material that had remained attached to the interior of the booth cap. The issue was resolved at the time of this report. Additionally, there was difficulty disconnecting the extension during battery replacement. No environmental/external/patient factors that may have led or contributed to the issue were identified. There were high impedances on right lead and connectivity test failed. During a scheduled battery replacement procedure, the surgeon attempted to disconnect the extension from the existing implantable neurostimulator (ins). While attempting to remove the extension, the surgeon reported that the extension appeared to be stuck and could not be easily released. The surgeon attempted to unscrew the connection in order to free the extension; however, the extension did not release .the surgeon repeated the unscrewing maneuver at least 3 times in an attempt to disengage the extension from the battery. After these attempts, the extension was eventually disconnected from the battery. However, when attempting to connect the same extension to the new battery, the extension would not fully insert into the connector port. Because the extension could not be properly seated in the new battery, the surgeon decided to replace the extension with a new one. The issue was resolved at the time of this report. Despite the portion of the lead insulation being missing, the lead was successfully connected to the new extension. Following the connection, system testing was performed. The connectivity test and impedances measurements were assessed and they were within acceptable ranges. Based on these satisfactory yes results the system was turned on and patient was able to continue receiving therapy.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# 0213917307; implanted: (B)(6) 2026. Product type: lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: 12-jul-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6) ubd: 31-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.